Event description:
It was reported that: incident with a triple lumen PICC, where the catheter split on administration of CT contrast via the pressure injector. The CT compatible lumen was accessed appropriately and was flushing and aspirating prior to administration. The CT contrast was administered at 2.5ml/sec via the CT compatible lumen when the catheter 'split' along the white lumen just below the level of the hub. From reports the line was secured appropriately and did not appear kinked prior to administration, however it is hard to determine whether the line has been previously 'kinked' and that this may have affected the line integrity. The line was removed and there was no other intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The report of a ruptured catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was ruptured adjacent to the juncture hub. The appearance of the hole is consistent with damage due to over pressurization of the catheter. The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident with a triple lumen PICC, where the catheter split on administration of CT contrast via the pressure injector. The CT compatible lumen was accessed appropriately and was flushing and aspirating prior to administration. The CT contrast was administered at 2.5ml/sec via the CT compatible lumen when the catheter 'split' along the white lumen just below the level of the hub. From reports the line was secured appropriately and did not appear kinked prior to administration, however it is hard to determine whether the line has been previously 'kinked' and that this may have affected the line integrity. The line was removed and there was no other intervention.